Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an imager diagnostic catheter in the pouch only. No shipping carton was returned. The pouches were returned opened on one end. The pouches and the remainder of the device were inspected for damage and revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
Same case as: 2134265-2016-12039 and 2134265-2016-12037. Reportable based on device analysis completed on (B)(6) 2016. It was reported that the box was not sealed. An imager ii angiographic catheters were delivered to the facility, however, it was noticed that the bottom package was not sealed and the catheters were slipping out. There were no patient involvement. However, device analysis revealed that the inner pouch was opened on one end.